Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm when the patient had a ventricular tachycardia (vtach) event. Bme reported that there was no adverse event since the patient was also being monitored on a telemetry device. No patient harm was reported. Biomedical engineer sent in the log of alarms for nihon kohden to further investigate the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm when the patient had a ventricular tachycardia (vtach) event. Bme reported that there was no adverse event since the patient was also being monitored on a telemetry device. No patient harm was reported. Biomedical engineer sent in the log of alarms for nihon kohden to further investigate the issue.